Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the clips all fell off and did not close. There was bleeding as a result. A second device was opened and used to complete the case. There is no info available. There was no consequence to the pt.